Event description:
Stainless steel implant trials and instruments have painted markings that are falling off. The foreign bodies are disturbing due to the increased risks of an infection or adverse event.